Event description:
As reported by the user facility: event #3: reports there were three occurrences of chemo leakage from the upper y-site, where piggy backing the secondary line. The facility noted a small piece of plastic in the tubing after the leaking occurred. A spiros closed system device is used to access the y-sites of the IV set. The chemo medication used was taxotere, etoposide, and 5fu. In one occurrence, chemo sprayed on the clinician. In the other two occurrences, chemo leaked on the patient. The chemo leaks were cleaned per facility protocol. The facility protocol. The facility has unused sample of the IV set and spiros connector to return for evaluation.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual devices involved in the reported incident were not returned for evaluation. However, the facility returned one unused safeday IV set and one unused spiros connector, both without packaging, for evaluation. The set was subjected to an air pressure (leakage) test according to specification with acceptable results. The safeday y-ports of the set were then accessed with the returned spiros connector, and the pressure test repeated. There were no leakages observed from any location on the set during the testing time frame. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned unused sample met requirements according to specification, and the reported failure could not be reproduced. The event description did indicate that a small piece of plastic was noted in the tubing after leakage occurred. While no specific conclusion can be drawn, it is likely that when the facility accessed the safeday injections site, as designed with another device, a portion of the device used to access the safeday injection site may have broken off inside the valve. A broken piece of plastic in the injection site may then prohibit the safeday valve piston form closing properly and ultimately result in leakage. If additional pertinent information becomes available, a follow - up report will be filed.